Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal citation: li, q., lin, x., zhang, x., samir, a. E., & arellano, r. S. (2019). Imaging-related risk factors for bleeding complications of us-guided native renal biopsy: a propensity score matching analysis. Journal of vascular and interventional radiology, 30(1), 87¿94. Doi: 10.1016/j.jvir.2018.08.031.

Event description:
It was reported in an article from clinical study titled, "imaging-related risk factors for bleeding complications of us-guided native renal biopsy: a propensity score matching analysis," that 551 patients underwent us-guided renal biopsies to evaluate imaging-related hemorrhagic risk factors for ultrasound guided native kidney biopsy. Complications were reviewed for this study and of the 551 patients, 31 patients experienced complications, 10 major and 21 minor complications. Of the ten major complications, seven patients experienced bleeding with extravasation which required endovascular treatment. Two patients experienced bleeding with arteriovenous fistulae which also required endovascular treatment. One of the 10 patients required a blood transfusion. The 21 patients that experienced a minor complication (17 hematomas and 4 experienced hematuria) did not require any medical intervention. The current status of the patients is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal citation: li, q., lin, x., zhang, x., samir, a. E., & arellano, r. S. (2019). Imaging-related risk factors for bleeding complications of us-guided native renal biopsy: a propensity score matching analysis. Journal of vascular and interventional radiology, 30(1), 87¿94. Doi: 10.1016/j.jvir.2018.08.031.

Event description:
It was reported in an article from clinical study titled, "imaging-related risk factors for bleeding complications of us-guided native renal biopsy: a propensity score matching analysis," that 551 patients underwent us-guided renal biopsies to evaluate imaging-related hemorrhagic risk factors for ultrasound guided native kidney biopsy. Complications were reviewed for this study and of the 551 patients, 31 patients experienced complications, 10 major and 21 minor complications. Of the ten major complications, seven patients experienced bleeding with extravasation which required endovascular treatment. Two patients experienced bleeding with arteriovenous fistulae which also required endovascular treatment. One of the 10 patients required a blood transfusion. The 21 patients that experienced a minor complication (17 hematomas and 4 experienced hematuria) did not require any medical intervention. The current status of the patients is unknown.